Event description:
Covidien-(B) (4) received a report of no audio from the customer and that the speaker didn't work properly. The (B) (4) technical support ctr confirmed duplication of the event and isolated problem to the speaker. Replacing the speaker fixed the problem.